Event description:
Boston scientific crm received information that the patient with this right ventricular (rv) lead had a cardiac resynchronization therapy defibrillator (crt-d), which displayed a shorted condition fault code following a high energy shock. The rv pacing impedance measurements were less than 200 ohms. The shock impedance measurements were 39 ohms. It was noted that there was also noise on the rv channel. The patient did experience syncope due to pacing inhibition. The patient's daughter reported that the patient fell and knocked his teeth out. She stated that he passed out. Technical services (ts) recommended explanting the lead and the device due to the shorted condition. Ts discussed the possibility of a lead fracture or insulation issue affecting the pace\sense portion of the lead. Ts also discussed programming options to mitigate the issue until a revision procedure could be performed. A revision procedure was scheduled and a clavicular crush appeared to have occurred. The lead was explanted and successfully replaced. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection indicated that two lead segments were returned. The proximal segment was 15 cm in length, the distal end was severed. The distal segment was 49 cm in length, the proximal end was severed. A portion of the trilumen insulation about 10 cm in length measured from the proximal end of the segment was missing. At about 10 cm from the proximal end of the segment, the trilumen insulation showed signs of abrasion where the rs- coils were exposed and both dbs cables (distal and proximal) showed evidence of arcing damage. The clear medical adhesive was torn/separated from the gore covering at the proximal end of the spring electrode and the proximal spring was stretched at this point. A fracture was noted in rs- coils at the distal end of the is-1 terminal pin. An x-ray revealed that the rs- coils at this location had been twisted off. This type of damage is indicative of over torque of the helix, possible during retraction at explant. There was damage noted at about 10 cm from the proximal end of the distal segment. This damage is consistent with clavicle first/rib entrapment.